Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 417 mg/dl at time of incident and current blood glucose level was 372 mg/dl. The customer was treated with insulin pump. The customer did not alleged pump was under delivering. The customer was advised to reconnect tubing at qr and prime a 5 units fixed prime or fill cannula and insulin exited. Customer was advised that if they have concerns their pump may not have detected an occlusion we can test this alarm using a tubing clamp. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 5xx insulin pump. Performed insulin pump manual prime, saw fluid flow through infusion set and out catheter tip. In conclusion the reservoir was not occluded.